Event description:
During use of device for a cardiopulmonary bypass procedure, the user reported the pressure transducer malfunctioned causing an over pressure alarm which shut off the centrifugal arterial pump. As a result, the user had to hand crank until the issue could be addressed. The user then unplugged the pressure transducer, and the centrifugal pump was restored. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.